Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be provided upon receiving this information.

Event description:
The customer reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had a small amount of helium left. However, the customer could not installed the new "helium cylinder" because it was broken. The cardiosave was replaced with a cs100 to continue therapy. There was no patient injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported problem. The fse replaced the high pressure helium regulator. The unit was repaired and returned to the customer for clinical use.

Event description:
The customer reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had a small amount of helium left. However, the customer could not installed the new "helium cylinder" because it was broken. The cardiosave was replaced with a cs100 to continue therapy. There was no patient injury or adverse event was reported.